Event description:
It was reported via repair work order that the side rail weld was damaged resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: no replacement part available.